Manufacturer narrative:
(B)(4). Cuvette lot# c2k3h055. Method - actual device evaluated (instrument). Reserve sample tested from the same lot (cuvette/single-use disposable). Result - reported customer complaint was not confirmed through the instrument or cuvette evaluation. Itc has requested all data required for form 3500a.

Event description:
Pt self-tester reports results higher than reference with the protime microcoagulation system. Pt tested on his protime instrument on (B)(6) 2012, generating results of 5.2 inr and on the same day, the laboratory result was 3.0 inr. Pt's therapeutic range: 2.5 - 3.5 inr. No adverse event(s) reported.